Event description:
Patient's meter would not power on. Medical affairs specialist spoke with the patient and family member on 10/2002 and they could not provide details from the incident. Patient reported not testing their blood glucose level on a regular basis. Patient was asked by a nurse, some time ago to get their meter replaced or fixed, since it had not been powering on. Two weeks prior to calling lfs, their family member had tried to test their blood glucose level and had been unsuccessful, due to the power issue. Patient had been having low blood glucose symptoms. Their family member could not give exact symptoms. They had called the emt. The emt tested and treated them before taking them to the hospital. Patient's family member could not recall results or type of treatment. Their family member did recall that the emt had said that patient had low blood glucose levels. Patient was admitted to the hospital for 1 week. Patient was told that they had "fluid in their lungs". Patient takes insulin based on a set amount and was asked by their physician to test more frequently. Patient's family member reported that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). Patient's family member reported that even with new batteries, the meter had not powered on. The customer service center representative replaced the meter, control solution and check strip.